Manufacturer narrative:
A2 - age at time of event: 18 years or older. E1 - initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery to vessel below the knee. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilation. During the procedure, the anterior part of the balloon ruptured upon second inflation about 5 atmospheres for 30 seconds. The device was removed without any problem using the normal method, and the procedure was completed with another of same device. There were no patient complications as a result of this event, and the patient was in good condition post-procedure.